Manufacturer narrative:
Continuation of d10 product ID: non-medtronic product, product type: catheter. Product ID: non-medtronic product, product type: guidewire. Product ID: non-medtronic product, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was under deep sedation. Positive pressure ventilation was performed using an airway.

Event description:
It was reported that during a pulsed field ablation procedure, the patient experienced laryngospasm immediately following left superior pulmonary vein (lspv) treatment. Also, there was a rapid drop of spo2 levels to the 50s. Although airway management was performed, spo2 levels did not significantly improve. The case was aborted under general anesthesia. After awakening, the patient's breathing returned to normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.